Event description:
The report stated that during a laparoscopic nephrectomy, the ligasure v was being used to seal and transect tissue. The surgeon noticed that some of the tissues were bleeding, so the procedure was converted to a laparotomy. The amount of bleeding was less than 200 cc's. The pt recovered.

Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been rec'd for eval. Additional questions have also been asked of the customer. If the sample is rec'd or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.